Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, had pyxis communicating issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was functioning as intended and there was no fault. The field service engineer cancelled the work order that they did not perform any repair as the customer canceled the call after confirming the machine was operational.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, had pyxis communicating issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.